Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button has stopped functioning. Troubleshooting with tandem technical support was performed. Reportedly, the customer was still able to access the pump features. Customer's blood glucose level was not impacted. Reportedly, customer will continue to use the pump for continued insulin therapy.